Event description:
It was reported that cartridge alarm 20 occurred during insulin delivery and persisted even after attempts to load a new cartridge using proper loading technique. There was no adverse impact to the customer's blood glucose level. Customer was unable to resume insulin therapy with pump and planned to use multiple daily injections as backup therapy, and technical support arranged a replacement pump under warranty, confirmed shipping details, instructed customer to place pump in storage mode and return it with a prepaid label, and advised customer to reenter pump settings and reconnect continuous glucose monitor to replacement pump.